Event description:
It was reported that the patient presented to the hospital complaining of not feeling well. Several missed capture beats were noted. The capture threshold of the right ventricular lead increased and was unstable at around 2.0 v, 0.5 ms and r waves decreased to 2.0 mv. Lead dislodgement was suspected. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.